Manufacturer narrative:
Combination product: yes.

Event description:
At device check this rv lead was not functioning appropriately. Bipolar lead check had failed in 2019, so lead was now unipolar and impedance below 200. Lead was explanted and replaced.

Manufacturer narrative:
Combination product: yes the lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.